Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 3.50mm x 16mm promus element¿ plus stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the edge of the device was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.